Event description:
I started using renu with moisture loc saline solution approixmately one year ago. Almost immediately I begin having problems with my left eye. I have worn contact lenses for 13 years and have never had any problems. However, in the past year since I began using renu with moisture loc, I have developed 2 ulcers on my left cornea and I am still having pain and diminished vision.